Event description:
It was reported by patient legal counsel that the patient underwent revision surgery due to ongoing pain, aseptic loosening and tilting of tibial component approximately four years four months post implantation.

Manufacturer narrative:
(B)(4). D2, d4, g4: attempts have been made to gather all product identification information, and no further information has been provided. D10: additional associated products. Unk nexgen option non-augmentable tibial lot# unk. Unk nexgen option legacy lps posterior stabilised femoral lot# unk. G2: great britain. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right total knee arthroplasty on an unknown date and was subsequently revised approximately 4 years and 5 months post-implantation due to ongoing pain, aseptic loosening, and tilting of the tibial component. The patient experienced persistent knee pain following the initial procedure. Evaluation identified aseptic loosening with tilting of the tibial component. The patient underwent revision of all components. No information was provided regarding intra-operative findings beyond the component tilting, nor were any environmental factors reported. The patient underwent revision surgery. No further details regarding the patient¿s final condition were provided. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a3a; b1; b2; b3; b5; d1; d2a; d2b; d4; e1; e2; e3; g1; g3; h1; h6; h10; h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. The device history record was reviewed and no discrepancies relevant to the reported event were found. Item #00596403210 review of complaint history identified additional similar complaints for the reported items and no additional complaints for the reported part and lot combinations. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d1, d4, d5, d10, g3, g4, g6, h1, h2, h4, h11. D10: 00598603702 stemmed nonaugmentable tibial component cr/ps/lps size 4 lot# 64521259. 00599601502 femoral component option for cemented use size e lot# 63590025. 00596403210 articular surface size ef 10 mm lot# 64152876. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.